Event description:
During defibrillation testing, ventricular fibrillation was induced by the st jude fibber. Ventricular fibrillation was seen on the st jude programmer. During event, without warning, there was a loss of telemetry and failure of the implantable defibrillator to deliver therapy. Pt had to be externally defibrillated. No adverse event occurred to the pt. Device was found to be in vvi reset mode, and could not be interrogated. New device was implanted in pt.